Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during refilling the heater bag in fill 1. The hp stated he had a bad bag so exchanged the bag for a new one. The technical service representative (tsr) explained the line had been contaminated and advised the hp to end the therapy. The hp confirmed to finish therapy with manual supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. A use error was identified during troubleshooting; the patient stated a solution bag was replaced with a new bag using the same cassette. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.